Manufacturer narrative:
From description, this appears to be allergic or irritant reaction from blistering to brace material rather than burn. Reaction was worsened and confounded by pt irritant contact dermatitis to bacitracin, which was prescribed and applied to skin area daily for 7 days. During time of bacitracin application, condition worsened and spread beyond original irritated area.

Event description:
Rptr purchased back brace and wore for 5 hrs for lower back pain in 2006. Back and abdomen were inflamed and sensitive in area where patch was applied. Irritation increased for next 2 days and blisters began to appear. Three days later, he went to ER for treatment and was prescribed analgesics and norflex. Bacitracin ointment and dressings were applied to blistered areas. He returned to burn clinic the following day and diagnosis was contact dermatitis with blistering. F/u visit a week later, showed spreading and worsening of initial reaction. This was determined to be due to irritant contact dermatitis reaction to bacitracin which was prescribed and had been applied daily for a week. Bacitracin was discontinued. Pt was advised to continue cleaning the blistered area and apply clean dressing at final dr visit the next month.